Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. While on support, the impella failed to prime. There was no harm or injury as the team replaced all product and proceeded with the 2nd pump. It was also noted that the pump box had previously been opened and may have had missing/damaged ancillary equipment. No lasting harm or injury from the delay.